Event description:
Emergency medical ambulance crew made scene of an unresponsive patient in full arrest. They used an adult nio device (15g io) to gain io access. The firing of the nio was successful in the left proximal tibia. When the crew went to remove the device, the end part would not unscrew, and when the crew tried to turn it in an attempt to pull the stylet, the needle came out of the bone. The crew attempted to use a second device for io insertion to right proximal tibia. The firing was successful, but the same thing happened to where the device would not unscrew, and when trying to turn it to get the stylet out, the needle came out with it. Since the patient was young and in full arrest, the crew attempted a third time to get io access. They used a third nio back in the left proximal tibia and got the same results. Total of 3 failures, of the same type, on the same patient. Included picture is of 2 of the failed devices. The third was contaminated and had to be discarded. The packages of the devices were discarded before the lot number and expiration dates could be retrieved. FDA safety report ID# (B)(4).